Event description:
It was reported the patient started breaking out in purple marks on their body. The reporter stated their healthcare professional (hcp) did a biopsy and they were told it was inflammation of their skin. It was noted the patient broke out with purple marks three days after the implantable neurostimulator (ins) was replaced. It was further noted the patient was taking ¿kaplex¿ and something else. The reporter stated they were allergic to anything in the penicillin family. It was noted that at that time the patient went to the emergency room and they told them that they were allergic to them. It was further noted the patient noticed the first mark on their face right above their eyebrow and the second mark on their stomach. The reporter stated they noticed two or three on their hip and when they went to see their hcp in (B)(6) 2013 they noticed one their arm. It was noted the patient saw their hcp in (B)(6) 2013 and they noticed a mark on their back in the vicinity of the ins. It was further noted the patient¿s hcp was ¿at a blank.¿ it was noted that the patient¿s hcp did a biopsy and it did not show cancer, but did show inflammation of the skin. The reporter stated the only thing that had been done was the ins replacement. It was noted the patient¿s hcp stated the marks could be from bruising. It was further noted the patient has had numerous surgeries and they bruise easily. The reporter stated that the marks were not going away like a bruise goes away and the marks come in dark and then go light. It was noted the patient stated the marks stay there and do not move anymore. It was further noted the patient stated the marks come in purple and then go light purple and do not go anywhere. The reporter stated they used bleaching cream and even the cream was not doing anything to the mark on their face. It was noted the patient did not have a fever and blood cultures taken have all come back negative. The reporter stated their hcp did all the tests on their blood and it came back normal. It was noted the marks did not hurt. It was further noted the only mark that hurt was on the patient¿s face because it was on their eyebrow. The reporter stated that stimulation was working. Additional information received reported that the cause of the event was an allergic reaction to per-operative antibiotic. Signs and symptoms included a rash. There had been no surgical intervention. The patient did not require hospitalization due to the event and the patient outcome was recovered without sequelae. Additional information received reported that ¿the day after the replacement of the implantable neurostimulator (ins), the patient had an allergic reaction to the antibiotics given to her by her physician.¿ it was noted that this caused the patient to go to the emergency room. It was further noted that the patient had steroid shots in the arm and she had bruises above her eyebrow ¿like a thumbprint¿, navel, stomach and hip. It was noted that the patient¿s blood was tested and it came back negative. It was further noted that the patient saw a dermatologist and found out that she was allergic to nickel. It was noted that the patient ¿was told that she developed an allergic reaction to nickel.¿ it was noted that the patient¿s physician ¿believed there could be an issue with the system causing the problem and the whole system would be taken out in january 2013.¿ it was further noted that the patient was receiving injections in the lower back for her pain and her device had been off since the issues started. It was further noted that the patient had ¿numerous spots on her body.¿ it was noted that these could be found on her wrist, breasts, hip, pelvic area and side. It was noted that this was why the system was being explanted. Additional information reported that the patient still had the device in place, but that it was going to be removed in (B)(6). It was noted that the patient was ¿doing okay.¿ it was noted that the patient ¿just had a local reaction so she was on medication.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the patient was going to have their implanted system removed in its entirety because it was discovered that the patient had developed nickel allergy per clinic note from more than two weeks prior to the report. It was stated that the device was not working at all, but a clinic note from almost one month prior to the report stated otherwise.

Manufacturer narrative:
Concomitant medical products: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead.

Event description:
The patient's hcp reported on (B)(6) 2014 that the patient has had recurrent skin rashes for 6 months. Allergist found the patient had an active allergy to metals. The device system was explanted on (B)(6) 2014. Hospitalization was required. The patient outcome was noted as non-serious injury/illness.

Event description:
Additional information reported indicated that all the products were being explanted on the day of the report because the patient had developed dark "spots" on her 5 days after the implant of the replacement ins (implantable neurostimulator) in (B)(6) 2013. It was also stated that the ins function had not been in question.